Event description:
Pt had a hip replacement on (B)(6) 2005 due to post traumatic arthritis of the right hip. A pinnacle acetabular cup system was used. From 2007-2008, pt began to limp occasionally, and became noticeable by others. He thought this was a normal effect from the hip replacement until it started to become painful over the course of the next year. Pt also noticed severe clicking in his right hip which became more frequent as the time passed. Issues continued through 2008 and continued to worsen over the next two years. Doctor said it was because of my weight and large frame, and that it was a normal occurrence. From 2009-2010, due to increasing severity of pain, pt sought the opinion of other orthos. Inability to exercise increased weight by 40-50 lbs over the course of 2 years. Pt's doctor attributed his problems to his weight gain. Hip was revised (B)(6) 2011 due to pain.